Event description:
Follow up was conducted and it was indicated that the patient's device was checked in november and the current device and leads were working fine. There was no mention in the patient's chart of a "broken" lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
The patient reported that one of the lead wires was broken. The lead status is unknown. No patient complications have been reported as a result of this event.